Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, upon removal of sensor due to sensor failure, a portion of the sensor wire sensor wire remained under her skin. After a day, wire protruded from the insertion site, and patient was able to remove the piece from her skin. Patient experienced no discomfort and required no medical intervention. At the time of her call to technical support, patient reported being in fine condition.